Manufacturer narrative:
It was reported as, revision surgery: "the patient had press fit components that were not ingrown so he removed them and implanted a revision knee" the actual length of in-vivo for the item listed is unknown as the original surgery date was not provided or could be established. This investigation is limited in scope as only partial information was provided to djo surgical - austin for review. The revised item was not returned for examination and the item and or lot number was not provided. To adequately investigate this event, the part and lot numbers are necessary. If this information is submitted at a future date, this investigation will be re-evaluated. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. The surgeon performed this revision to remedy the patient's condition. This complaint will be closed pending receipt of additional information. No further action is deemed necessary at this time.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that the patient had press-fit components that had not achieved bone ingrowth. The surgeon removed the components and implanted a revision knee on (B)(6) 2024. The representative indicated that the revised knee was an empowr 3d knee.